Event description:
Lead wire removed from pt from previous (B)(6) 2010 surgery. The "anchor" would not release according to md and reps. Pt returned to surgery for replacement of spinal cord stimulator.